Event description:
The customer observed falsely elevated architect stat high sensitivity troponin-I results for two patients that were questioned by the physician. The following data was provided (customer¿s normal range is </= 0.028 ng/ml): patient 1: (B)(6) 2022 sid (B)(6) initial result = 8.04 ng/ml, repeat = 0.005 ng/ml, a second sample was collected the same day: sid (B)(6) initial result was <0.01 ng/ml patient 2: (B)(6) 2022 sid (B)(6) initial result = 3.49 ng/ml, repeat was <0.01 ng/ml, a second sample was collected on the same day: sid (B)(6) initial result = 0.013 ng/ml no impact to patient management was reported.

Manufacturer narrative:
Completed information for patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 22341un22 did not show any non-conformances or deviations associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 22341un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 22341un22. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 22341un22 was identified.